Manufacturer narrative:
This event occurred outside of the us (model number unknown). All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced erosion at the device site. The device was explanted and replaced. No further patient complications have been reported as a result of this event.